Event description:
It was reported to boston scientific corporation that an amplatz urological guide wire was used in a ureteroscopy procedure on (B)(6) 2011. According to the complainant, while unpackaging the amplatz guide wire it was noticed that the wire was frayed. The frayed amplatz guide wire was never used within the patient. A second of the same amplatz guide wire was used to complete the procedure without any further complications. They reported that the patient was fine post procedure. Follow up with the complainant confirmed the wire was able to be easily removed from the packaging. It was reported there was no damage to the packaging. The wire appeared frayed; it was more than just a coating issue. The event, as reported, did not reflect an MDR reportable scenario; however, evaluation of the returned device indicated that the core wire of the guide wire was fractured.

Manufacturer narrative:
The patient age was reported to be over 18 years. (B)(4) for the reported event of guidewire material frayed. (B)(4) for the reported event of wire unraveled material. Visual inspection was performed on the suspect device, an amplatz ptfe .035 str (straight) guide wire. The distal tip was stretched. The entire length of the guide wire was examined and anomalies were observed. The polytetrafluoroethylene (ptfe) coating was severely scrapped (peeled) along the entire body and the coiling was severely elongated and unraveled. Additionally the device presented a fracture approximately at 144 cm from the proximal section. The device appears to have been in contact with a sharp or metal object. The device was sent to the analytical lab to determine the fracture mode. A scanning electron microscopy (sem) fracture analysis was performed. Sem analysis showed the failure site presented a helical shape typical of a torsion event. Failure surface exhibited evidence of fatigue striations and elongated dimples rupture. No material anomalies were found. Failure occurred due to a fatigue event followed by a torsion overload, which is related to the manner in which the device is handled. The outer diameter (od) of the device was measured at two locations where damage was not noticed, using the calibrated micrometer: (B)(4). Od at mid section: 0.0346 inches. Od at proximal section: 0.0343 inches. The guide wire is within od specifications. A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. The root cause was determined to be handling damage.